Event description:
During a follow-up, episodes of far-field r-wave oversensing (ffrwos) that caused inappropriate automatic mode switch (ams) were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been completed at this time and the patient is stable.